Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe without needle had a damaged plunger and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample provided by the customer were evaluated and it is possible observe plunger activated, however the sample showed damage. The plunger activation force test was performed at batch release and no deviation was observed for the complaint batch. Thus it is not possible confirm the defect of this complaint was related to a manufacturing process.

Event description:
It was reported that bd solomed syringe without needle had a damaged plunger and leaked. No serious injury or medical intervention was reported.